Event description:
Zoll customer support contacted a (B)(6) female patient to exchange her monitor. The patient's download revealed 20 abnormal shutdown flags, 2 mult abnormal shutdown flags and 2 service code 107 displayed flags. The patient received a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. As received, the abnormal shutdowns could not be duplicated. However, the computer/analog board was replaced due to history of abnormal shutdowns related to intermittent bga connections on pxa component u104 and pld component u1003. The root cause of the intermittent bga connections cannot be positively identified but is likely cracked solder joints from mechanical stress. No adverse event resulted from the defective ca board components. The patient received a replacement monitor.